Manufacturer narrative:
Initial inspection shows that the inner shaft is bent at the distal tip. The shaft will not advance. This condition can occur when backed off too much causing disengagement. Complaint indicated that the suture got caught and twisted around the anchor. The condition of the distal shaft and anchor is also consistent with off axial alignment approach. No root cause related to the manufacturing of this device can be established. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the suture broke while implanting the osteoraptor anchor. The suture was removed from the patient but the anchor was not. A backup anchor of the same model was implanted into a newly drilled bone hole to complete the procedure. No patient injury or further complications were reported.